Event description:
Zenunaj et al 2022- superficial femoral artery access for infrainguinal antegrade endovascular interventions in the hostile groin: a prospective randomized study. Between 2020 and 2021, 107 patients who underwent antegrade revascularization were enrolled. Sfa was achieved in 50 cases by the femoral cutdown technique (c-group) and in 57 cases by percutaneous ultrasound-guided puncture (p-group). In the p-group, 2 postprocedural hematomas occurred, of which only one required surgical revision with primary suture repair of the arteriotomy and blood transfusion with one unit of red packed blood cells. Femoral cutdown technique (n=15). A short segment of the sfa was exposed. The puncture was performed using a 19g needle passing from the skin toward the arterial wall. A standard guidewire was introduced; and over it a 6-fr sheath (12 cm long; ultimum ev introducer; abbott, plymouth, mn, USA) at the end of the procedure, the sheath was removed and the arterial hole was sutured with an absorbable suture (maxon 6e0), followed by a doppler check to evaluate the patency of the sfa. Then, hemostasis and standard wound closure were performed. Percutaneous puncture technique (n=22). The incision site was assessed preoperatively by ultrasound and the puncture was performed under local anesthesia with lidocaine 200 mg using a 19g needle. A standard guidewire was introduced, over it, a 6-fr sheath (12 cm long; ultimumev introducer). At the end of the procedure, the sheath was removed and hemostasis was performed using a 6-fr percutaneous closure device (pcd) (angio-sealvip 6-fr; terumo medical corporation, somerset, nj, USA). In the p-group, 2 postprocedural hematomas occurred, of which only one required surgical revision with primary suture repair of the arteriotomy and blood transfusion with one unit of red packed blood cells. This complaint was opened to capture 2 postprocedural hematomas for zilver ptx.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplement report being submitted to capture corrections made to the description and annex f code. This complaint was opened to capture 1 postprocedural hematoma for zilver ptx requiring re-intervention.

Manufacturer narrative:
PMA 510k # (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
The device evaluation of the zilver ptx device of unknown lot could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file is related to pr 368579 / MDR ref# 3001845648-2022-00465, (B)(4) / MDR ref#3001845648-2022-00467, (B)(4)/ MDR ref# 3001845648-2022-00469 and (B)(4) // MDR ref# 3001845648-2022-00860 . Pr 368581 was opened to capture 1 postprocedural hematoma requiring re-intervention. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown it should be noted that the instructions for use lists ¿hematoma/haemorrhage¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. An image was not returned for evaluation. A definitive root cause could not be determined however a possible root cause could be attributed to patient pre-existing conditions. This study included only patients with a ¿hostile¿ groin i.e. Severe obesity (class ii or iii; body mass index >35 kg/m2),2 a high common femoralbifurcation,3 and a compromised groin due to previous surgical interventions with surgical scarring complicated or not by an infection. It is to be expected in these circumstances that access procedure will be more difficult and therefore more liable to complications¿. It should also be noted that hematoma is listed as a potential adverse event in the IFU. Complaint is confirmed based on customer and/or rep testimony. According to the customer 2 postprocedural hematomas occurred, of which only one required surgical revision with primary suture repair of the arteriotomy and blood transfusion with one unit of red packed blood cells. This complaint was opened to capture 1 postprocedural hematoma for zilver ptx requiring re-intervention. Confirmed quantity of 1 device, confirmed used. The patient required surgical revision with primary suture repair of the arteriotomy and blood transfusion with one unit of red packed blood cells. Investigation findings as per medical advisor input ¿this study included only patients with a ¿hostile¿ groin i.e. Severe obesity (class ii or iii; body mass index >35 kg/m2),2 a high common femoralbifurcation,3 and a compromised groin due to previous surgical interventions with surgical scarring complicated or not by an infection. It is to be expected in these circumstances that access procedure will be more difficult and therefore more liable to complications. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplement report being submitted due to the completion of the investigation on 20-mar-2023.